Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking which resulted in peritonitis manifested by abdominal pain and cloudy effluent. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. The patient detected moisture under the claria device. Upon closer examination, the patient discovered a leak of pd (peritoneal dialysis) solution in the cassette area. The patient stopped the treatment, opened the door of the machine, changed the set to a new one, and started a new treatment. The patient was not hospitalized for peritonitis. On an unspecified date, the patient was treated with unspecified empirical antibiotic treatment via ip (intraperitoneal) route. On an unspecified date, the patient recovered from the events of abdominal pain and cloudy peritoneal fluids and peritonitis was resolved. The action taken with pd therapy was unknown. No additional information is available.